Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle disengagement is difficult. The following information was provided by the initial reporter: staff report when starting IV the needle does not remove smoothly from within the plastic catheter - patients report this is painful and nurse may inadvertently remove the IV catheter when the needle is removed.